Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set leakage event on (B)(6) 2024 and there was blood on the area. The infusion set was in use for less than 24 hours. The glucose level was 19.7 mmol/l and the treatment given to the patient was infusion set change and insulin. No further information available.

Manufacturer narrative:
(B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.